Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012 due to the fact abbott medical optics (amo) became aware on (B)(6) 2012. The condition of the system (since the time of the procedure) will make the evaluation impossible. Customer indicated that the initial surgery was uneventful. The clinic reported this event only and did not request field service or clinical support.

Event description:
Patient underwent uneventful ilasik on (B)(6) 2012. Has been followed for interface inflammation since procedure. Surgeon returned to center for flap lift with phototherapeutic keratectomy (ptk) to the interface. Patient has not returned to pre-op best corrected visual acuity(bcva). Pre-op rx right eye (od) = 8.75 - 0.25 x 020 20/20-, left eye (os) -7.75 - 0.50 x 120 20/20. Rx (B)(6) 2012 od plano - 0.50 x 065 20/80, os -0.50 - 0.75 x 161 20/80. Iop 20 od, 19 os meds durezol qd both eyes (ou) bromday qd ou. Flap lift and stretch with ptk on (B)(6) 2012. Vision varies between 20/60 and 20/80 at each post-op.